Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient began having elevated pump powers approximately three months ago. He was treated with systemic tpa and at that time and power levels returned to normal. Recently the patient began having elevated powers again and one confirmed pump stoppage. Assessment of the patient and the pump suggested pump thrombosis. The lvad pump was exchanged with another lvad pump.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.